Event description:
The new omnipod dash system requires third party software (glooko) to download an insulin pump report. The process is complicated, and it is easy to not follow it correctly. If you don¿t hit the right buttons and unplug the device then plug back in, you will get a report that appears to be correct but isn¿t. It will have today¿s date will contain outdated insulin pump settings. Providers depend on an accurate report in order to make insulin adjustments. This has potentially life threatening consequences and very scary provider liability. It is easy to do the wrong thing in this process, and there is no error message or missing date to tell you that the report is not correct. This software would never have made it through an FDA approval process, but because it already existed, and then it got upgraded to accommodate a new device, perhaps it was never reviewed. Glooko (partners with insulet, who makes the dash) FDA safety report ID # (B)(4).